Event description:
It was reported that the user experienced sustained hyperglycemia after a full supply change while using the ilet, with a highest sensor glucose of 380 mg/dl and approximately 24 hours above range; the user administered backup therapy while still connected to the ilet and later primed tubing and replaced a 23-inch, 6 mm infusion set, after which insulin delivery resumed. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, and no ketone testing. Investigation included remote troubleshooting and user education to disconnect from the ilet for 2 to 2.5 hours when taking backup therapy, verification of insulin flow by filling tubing, and infusion set replacement. Investigation of this case revealed no bent cannula and no device malfunction observed during troubleshooting; the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.